Manufacturer narrative:
The data acquisition (da) pcba was received for failure investigation. Visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. The data acquisition (da) pcba and controller-daq-emc cable were tested, and no failures were identified.

Manufacturer narrative:
Event date: (B)(6) 2021, report date: 09feb2021.

Event description:
The customer reported error data acquisition pcba adc failed. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.